Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported the illumination lamp on the tabletop was dark before a procedure. There was no patient involvement.

Manufacturer narrative:
A tabletop illuminator and lamp were received for evaluation. A visual assessment of the returned illuminator and lamp revealed no obvious nonconformity. A known-good xenon lamp was installed into the returned illuminator and the module installed into a calibrated system for functional testing. The illumination output was found to be below specification. The illuminator was disassembled and cracked aspheric collimating lenses were found on both ports. Additionally, an attempt was made to test the returned lamp. However, the lamp was found to be tight fitting and would not seat into the illuminator module. The root cause of the reported event can be attributed to the cracked aspheric lens and the tight fitting lamp. Both cracked lenses and tight fitting lamps are known to cause decreased illumination. An internal investigation will be opened for this issue. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The illuminator module was subsequently replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator module. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).